Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a percutaneous vertebroplasty (l2) treating lumbar burst fracture, the stent detached from the balloon. After the balloon was positioned, the surgeon decided to add extra drilling to a cavity, and the balloon was retracted. The stent then came off the balloon. Cement was applied into the balloon, and the procedure was completed. There was a 30-minute surgical delay. This report is for one (1) vbs w/balloon med. This is report 1 of 1 for (B)(4).